Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified shunt. A 4.0mmx20mmx40cm sterling was advanced for dilation. However, during the first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.